Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that onetouch verioiq meter displays an error message (¿call customer service¿) and does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2013. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issues. According to the csr¿s documentation, as a result of the reported product issues, the patient allegedly developed a symptom of frequent urination 12 hours later. The patient, however, denied receiving any form of medical intervention after the alleged issues occurred. At the time of troubleshooting the csr verified the patient was not using the subject meter for the first time, there was no misuse of the lfs product, the patient was using the correct test strips, and the patient was able to perform a rapid charge and later obtain a blood glucose reading. The alleged issues were resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.